Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the contact did not provide the reason for the cracked screen. Multiple attempts were made by tandem technical support to follow-up with the contact regarding how the screen became cracked, but no response was received. Customer¿s blood glucose was 175 mg/dl. As the pump was still functional, customer continued to use the pump for insulin therapy.